Event description:
On (B)(6) 2012, it was reported that this vns patient underwent full revision in (B)(6) 2009 due to pain. Additional information was received on (B)(6) 2012 that the patient underwent lead and generator revision due to the lead being detached from the generator. The patient awoke from sleeping and noted a pain. The patient was seen on (B)(6) 2009. It is unknown how the physician determined the lead to be detached from the generator. No diagnostics were available, and it is unknown if x-rays were taken. The patient underwent full revision on (B)(6) 2009. No other information was available. The explanted devices would not be returned. A review of programming history showed that the patient's device was delivering therapy at the (B)(6) 2009 appointment. On (B)(6) 2009, the patient's device was interrogated at settings to deliver therapy. A faulted system diagnostic occurred that changed the patient's settings to 0/20/500/30/60/0/500/30; however, after this, the device was programmed to an off time of 5 minutes and left at an output current of 0 ma. Two system diagnostics following this indicated high impedance.

Manufacturer narrative:
Review of programming history.

Manufacturer narrative:
Previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator.